Event description:
The hcp reported the patient has not been able to reach efficacy in spite of numberous changes in the concentration of the compounded intrathecal morphine. Presently, the patient is receiving morphine 25mg/ml. The patient has been complaining of tingling and increased leg pain. A cat scan of the thoracic and lumbar spine was done and demonstrated an inflammatory mass. A follow up report will be sent when additional information is received.